Event description:
It was reported that the customer's insulin pump was chipped on the battery compartment and there were scratches on the screen. Customer stated she could still see the screen. Customer's blood glucose was 92 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked display window, cracked reservoir tube, cracked reservoir window, a missing end cap sticker and a cracked case near display window corners noted during visual inspection.